Manufacturer narrative:
(B)(4). Date sent: 3/20/2023. Device has been received but analysis not completed.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy on the first fire on the sleeve. On the remnant side of the stomach there were several unformed/malformed staples. The stomach side look fine. The case was completed with no patient consequences. Ech60r was used as buttressing material.

Manufacturer narrative:
(B)(4). Investigation summary: this is an analysis of two photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photos show a piece of tissue with what appears to be some unformed staples. Based on the photos review, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of the ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.

Manufacturer narrative:
(B)(4). Date sent: 5/4/2023. D4: batch # 189c65. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 189c65, and no non-conformances were identified.